Event description:
It is reported the patient was revised due to a ceramic femoral head fracture.

Manufacturer narrative:
No additional complaints have been received against the manufacturing lot of femoral heads involved in this complaint. The device was not returned, so its actual condition is unknown. Photos of x-rays were provided which exhibit fragments of the ceramic femoral head. The lot number associated with this complaint was previously part of FDA reportable recall #z-0239/0249-2 as a result of a supplier issue. As this device was implanted prior to recall initiation, the complaint can be considered previously addressed. Review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.